Event description:
Per independent repair center, the customer alleged problem was the unit alarming or red light. The problem could not be confirmed, and it was noted that there was no alarm. The initial oxygen reading was 82%, which should have produced a "yellow light."